Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the pump emitted a howling sound at high volume approximately every 5 minutes. The pump reportedly was functioning appropriately and was able to restart. There was reportedly a call service 088 alarm noted in the pump history due to use error; however, there was no indication as to whether or not there may have been another call service alarm issue. Customer technical support made attempts to follow up to obtain additional information regarding the reported allegation but was unsuccessful. This complaint is not being reported because the detection of the alarm is not being affected. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the pump emitted a howling sound at high volume approximately every 5 minutes. The pump reportedly was functioning appropriately and was able to restart. There was reportedly a call service 088 alarm noted in the pump history due to use error; however, there was no indication as to whether or not there may have been another call service alarm issue. Customer technical support made attempts to follow up to obtain additional information regarding the the reported allegation but was unsuccessful. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 03/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the black box and alarm history revealed a ¿call service (cs) 088¿ alarm on 01/04/2016 associated with high pitch sounds. During testing, the ¿ez-prime¿ steps were performed correctly with no ¿cs088¿ alarms or any errors, alarms or warnings that occurred during investigation. The pump¿s cover was removed; there were no intermittent conditions or moisture ingress found on the pcb or to the cgm module. The reported ¿howling sound at high volume¿ complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad. Also unrelated to the complaint, the display was found to be dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.